Event description:
It was reported that approx 6 weeks post implant, the filter was found to be tilted 45 degrees, with the legs perforating the caval wall. The filter was originally implanted for dvt. This event was discovered at a scheduled removal. There was no clot in the filter. No removal attempt was made due to this event. The device was originally implanted at l3 level. There were no difficulties during implant and no known procedures were performed following implant of the filter. Medical records do indicate that an iliostomy takedown was planned; however, it is not known if the procedure was performed. The pt is currently asymptomatic.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met release criteria. The sample was not returned for evaluation. The results of this investigation are inconclusive and the root cause is unk. The current IFU (information for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: perforation or other acute or chronic damage of the ivc wall. The current IFU (information for use) for this device states: the g2 filter is designed to act as a permanent filter. The safety and effectiveness of the g2 filter system as a retrievable or temporary filter have not been established.